Manufacturer narrative:
The reported event was not confirmed as no sensor serial number was provided. As reported, the device was not related to the reported event.

Event description:
It was reported that during the right heart catheterization procedure prior to cardiomems implant the physician perforated the patient's pulmonary artery while inflating the balloon. This took place before anything pertaining to the cardiomems portion of the procedure was started. The procedure was abandoned. Coiling was used but was not successful in treating the perforation and the patient died.